Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of the manufacturing documentation, and a review of labeling. Return testing was not completed as returns were not available. Review of complaint trending reports did not identify any trends for the architect stat high sensitive troponin-I assay. Review of complaints associated with reagent lot 05243ui00 identified normal complaint activity. Worldwide field data was used to evaluate the performance of the assay. The median patient result for lot 05243ui00 falls within 2 sd of the established baseline and therefore confirms no systemic issue for the product. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, a review of labeling concluded that the issue was sufficiently addressed. Based on the available information, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I assay. The customer indicated four samples generated initially high results (greater than the cutoff) and retests were negative. No specific results were provided and no impact to patient management was reported.